Event description:
It was reported that the customer had high blood glucose levels of 450 mg/dl. The customer stated that she treated herself by eating, but her blood glucose levels still did not decrease. The customer declined troubleshooting and stated that she would just keep changing the infusion set until the delivery was successful. Advised customer to call back to troubleshoot the reservoir, infusion set and insulin pump. The customer also mentioned that her reservoir was leaking a few days prior as well as receiving a failed battery test alarm, which he was able to resolve. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.